Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient went to adjust their unit and when they pressed the sync button, they got a power on reset (por) message, the therapy had turned off and reset to shipping parameters. The meaning of the por was reviewed. Patient could not adjust the stimulator due to the por message. Patient stated that they had surgery to fix rectal prolapse a week prior to the report, further stating that when they fixed it , they started having uncontrollable bowel movements, and did not know what was going on. The patient services specialist (pss) tried to confirm if rectal prolapse was unrelated to the interstim device/therapy and patient stated they were assuming the rectal prolapse had something to do with their bowel incontinence. Patient further stated the interstim was implanted for bowel incontinence but mentioned that it appears the surgery made it worse and not better. Patient again noted that the interstim was for fecal incontinence which was brought on by a multitude of factors including a rectal fail which was repaired and had recurred, a rectal prolapse which had been apparently fixed but did not know how well, and a weakened sphincter muscle with a damaged section which does not work properly. The patient stated that the above was why they went for a surgery. On (B)(6) 2017, a health care provider (hcp) called stating that the patient was in office and they were walked through clearing the por. This resolved the issue. The hcp was reminded that the longevity will read as a new ins now that the device had undergone a por. Additional information was received on 2017-august-16 and the nurse stated that they did not think the surgery was at all related to the device or therapy and was incidental. The patient was only referred to a colorectal surgeon, electrocautery was done and then the device had to be fixed, they were able to fix the device on (B)(6) 2017. No further patient complications were reported/ anticipated as a result of this event.